Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and non-calcified proximal right coronary artery. A non-boston scientific (bsc) stent was deployed, but poor apposition was observed at its distal portion, specifically at the bent segment of the blood vessel. Subsequently, a 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, during the second inflation, intended for 16 atmospheres, the balloon ruptured at 12 atmospheres. Shortly after, it was replaced with a non-bsc device, allowing the procedure to continue. The procedure was then completed with a different device, and no patient complications were reported.